Manufacturer narrative:
Sientra complaint #: (B)(4). At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right implant ruptured, discovered during surgery.

Event description:
Right implant ruptured, discovered during surgery and bilateral capsular contracture, baker grade 3 and bilateral ptosis, right side.

Manufacturer narrative:
Correction: a2 (date of birth), b5, h6

Event description:
Right implant ruptured, discovered during surgery and bilateral capsular contracture, baker grade 3, right side

Manufacturer narrative:
Sientra complaint case (B)(4). Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right implant ruptured, discovered during surgery, bilateral capsular contracture, baker grade 3, and bilateral ptosis right side.

Manufacturer narrative:
Sientra complaint #: case (B)(4). Sientra received the suspected device from the customer and performed a failure analysis. The device was returned with a shell failure and moderate yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is surgical instrument damage. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.